Manufacturer narrative:
Product investigation evaluation: considering the x-rays and the available information, it seems that the fracture in the femoral neck region has collapsed about three (3) months after the initial treatment. The tip of the blade has also migrated and is not in its original position (centered in the femoral head). The x-rays provided do not show any failure of the nail, nor the locking bolt. Only the blade has backed out. A simple handling test has also not shown any dysfunction of the products returned. No abnormal wear traces are visible on the products. Neither the locking bolt, nor the nail or the blade is bent or showing abnormal signs of damage. The exact cause which has led to this occurrence could not be evaluated. No indication for material, manufacturing or design related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: bettlach. Manufacturing date: 12. June 2015, expiry date: 01. June 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the pfna construct was returned on (B)(6) 2016. It was confirmed that the pfna nail was not broken as initially reported; rather the nail and pfna blade reportedly migrated. The pfna blade and bolt were both received intact. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Report is for one (1) unknown pfna nail. Additional product code ¿ hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a displaced pertrochanteric left femoral fracture on (B)(6) 2015. During the closed reduction and internal fixation procedure, the patient was implanted with a proximal femoral nail antirotation (pfna) construct including a nail, blade, and bolt. On an unknown post-operative date, the pfna nail broke. The patient returned to the operating room for a hardware removal procedure, but it is unknown on what date the procedure occurred. No additional information is available. This report is for one (1) unknown pfna nail. This is report 1 of 1 for (B)(4).